Event description:
It was reported that the 190cm barewire was removed from the large emboshield nav6 embolic protection system (eps) to exchange for a 315cm barewire, when it was noted that the gold marker of the eps did not look as expected. Therefore, the gold marker was touched to load the 315 cm barewire, when the gold marker of the filter separated and fell on the table. Therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another emboshield nav6 eps was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported separation of the polyimide olive. It may be possible that the separation occurred during removal of the pre-loaded 190cm barewire to exchange for the 315cm barewire. It is possible that the distal portion of the polyimide olive including the marker was inadvertently grasped with the barewire while removing, causing the separation; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.